Event description:
Patient was revised due to loosening of the glenoid and humeral stem.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Although the complaint is non-verifiable, provided information states the products were not suspected of failing to meet specifications or contributing to the reported event. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records were not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.